Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation reported that there was no image when camera was plugged in due to the connector cable being defective and had scratch on the pins. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head was non-responsive. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image and communication failure were due to scratches on the connector pins. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿electrical contacts of the video connector are free from bends or rust.¿ olympus will continue to monitor field performance for this device.